Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "charging pins defective," which was observed during physical inspection and considered confirmed. The depressed battery pins did not allow for dc operation. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had the symptom "charging pins defective." Any patient involvement, injury or medical intervention is unknown.